Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information found that the issue has resolved.

Manufacturer narrative:
Correction: section h6: medical device problem code should have been 3283 - wireless communication problem rather than 2885 - battery problem.

Event description:
It was reported that the patient had a heart ablation procedure, in which the system was not put into surgery mode. A manufacturer representative was able to connect to the ipg and all programming had been deleted but was later recovered. The system would not allow the manufacturer representative to increase the strength greater than 17 and the message "the generator could not deliver the desired strength."